Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1.6 mmol/l; cause was not known. Reportedly, it was alleged pump incorrectly calculating insulin on board; however, allegation was not confirmed. The customer consumed carbohydrates to address bg level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.